Manufacturer narrative:
Additional suspect medical device components involved in the event are: model # sc- 8216-50 serial # (B)(4) description # artisan 2x8 lim, 50cm.

Manufacturer narrative:
A returned product analysis indicated that the complaint of the difficulty charging the ipg (s/n (B)(4)) has been confirmed. The analog ic (aic-u1) was damaged. The battery depletion rate with stimulation off exceeds the typical battery depletion rate. The aic-u1 damage resulted in the rapid battery depletion rate of the ipg. The root cause of the aic-u1 anomaly is unknown. Monopolar electrocautery is a known source of high-voltage transient signal and current labeling warns against the use of monopolar electrocautery (refer to physician's implant manual (B)(4)). Analysis of sc-1110-02 (s/n (B)(4)) indicated normal device characteristics.

Event description:
A report was received that a patient was experiencing charging difficulties. During troubleshooting the bsn field clinical engineer suggested that the ipg might be shallow. The physician performed an explant and removed the spinal cord stimulator and the lead.

Event description:
A report was received that a patient was experiencing charging difficulties. During troubleshooting, the bsn field clinical engineer suggested that the ipg might be shallow. The physician performed an explant and removed the spinal cord stimulator and the lead.